Event description:
This device was returned with documentation from biotronik rep. The "subclavian vein was perforated during introduction. The physician was unable to pass the linox lead past the perforation." The case was abandoned.